Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 21.2 pg/ml. The value was questioned by a doctor. The sample was repeated, resulting in a value of < 3 pg/ml. The sample was also repeated on a second analyzer, resulting in a value of < 3 pg/ml. A second sample collected from the patient resulted in a troponin t value of < 3 pg/ml.

Manufacturer narrative:
The e 801 analyzer serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be ruled out since calibration and controls were acceptable. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of camera images for the sample showed white particulate matter on the surface of the sample. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.